Event description:
It was reported that the patient had a warning screen. It was noted that the implantable neurostimulator (ins) had underwent a power on reset (por). It was noted that it cleared after about 30 minutes and the patient was able to recharge the battery. Additional information received reported that the patient was not able to adjust stimulation. It was noted that there was a display showing a ¿call your doctor¿ icon. It was noted that there was a por condition. It was noted that the manufacturing representative cleared the patient¿s 0x400 por on the day of report. It was noted that the patient saw the first por on the monday prior to report. It was noted that the manufacturing representative believed that the patient may have got the por when they had a medical port inserted recently. It was noted that an impedance check was done and it looked good. It was noted that the por was cleared and the issue was resolved for the patient. Additional information received reported that the patient was unable to turn on her spinal cord stimulator (scs) until the por was cleared. It was noted that there were no other symptoms. It was noted that the por was cleared and the scs was turned on with the patient reporting normal stimulation. It was noted that no other interventions were planned. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).